Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device no, unable to repeat customer's reported problem. Visually inspected the pump's event history logs showed "unusable battery, pump does not have library, pump setting and patient data lost.the customer reported condition was not confirmed. No fault found . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that a cadd solis vip gave error messages unusable battery and upstream occlusions. No adverse effects reported.

Event description:
Information received indicating that a cadd solis vip gave error messages unusable battery and upstream occlusions. No adverse effects reported.